Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
Refrence number (B)(4) event occured in colombia. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026, with levels remaining elevated for four hours due to an insulin flow block, and it was treated with manual injection and insulin pump. No further information is available.